Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 16x2.5mm, concentric, de novo, target lesion was located in a severely tortuous and moderately calcified, right coronary artery with a bend between 45 and 90 degrees. Following predilitation, there was 75% residual stenosis. While advancing the 2.50x16 promus element plus drug eluting stent, significant resistance was encountered. When the promus element plus stent was deployed, a distal edge type c dissection occurred and another stent was implanted to complete the procedure. The patient status was stable.